Event description:
Report received of an overdelivery due to the pump exceeding the programmed 4-hour limit. During preventative maintenance testing at the user facility, the device was programmed in the pca only mode to deliver a concentration of 1mg/ml, with a loading dose of 5mg, a 3mg pca dose, a 5-minute pt lockout and a 12mg 4-hour limit. During testing, the 5mg loading dose was delivered, and there were four 3mg pca deliveries. The display indicated that 17mg had been delivered, and the 4-hour limit should have been reached; however, the pump reportedly allowed an additional 3mg dose to be delivered. The pump display indicated that a total of 20mg had been delivered, but did not indicate that the 4-hour limit was reached. Testing was terminated at that time. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional information was provided.